Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The top case was chipped and cracked. A review of the event history log revealed a supercap post error. The customer reported product problem (configuration error) was confirmed upon testing. This error was replicated upon power up. The main board was replaced, and this cleared up the problem. The device subsequently passed all the functional tests.

Event description:
It was reported that the pump exhibited a configuration error. The product problem was observed during preventative maintenance. There was no patient involvement.